Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen clearvue groshong catheter with the stiffening stylet inserted was returned for evaluation. An initial visual observation showed the catheter was pushed further up on the cannula of the flushing hub. A bend was observed in the stylet approximately 2 cm distal to the proximal end of the catheter. Some use residue was observed on the returned sample. When the catheter was pressurized with a 12 ml syringe, a small, spraying leak was observed approximately 1.5 cm distal to the distal end of the catheter. A microscopic observation revealed a very small split in the clear section of the catheter near the distal end of the stiffening stylet. The split was observed to have a ¿v¿ shape with mostly straight and well defined edges. The sample was dissected in order to observe the inner wall of the catheter. Less damage was observed on the inner wall at the location of the split and only a small portion of the split could be seen coming through the inner wall. The shape and nature of the damage observed in the returned sample are evidence of sharp instrument damage, most-likely a needle. The product IFU warns: ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿

Event description:
It was reported by nurse that the nurse found that there was leaked liquid overflowed from the 2cm away from the tip, when pre-flushing the catheter before conducting catheter placement for the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reat0350 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the nurse found that there was leaked liquid overflowed from the 2cm away from the tip, when preflushing the catheter before conducting catheter placement for the patient.